Manufacturer narrative:
Liebel - flarsheim field service report: fse found the break was on the old style cylindrical shaped arms, which predates the style that was recalled last year. Fse did not retain arm for evaluation. Letter sent to mcmahon medical to alert them to the incident. The break was attributed to normal wear and tear. There were no injuries. The suspension arm was replaced and the old unit was discarded. System returned to full service by the customer.

Event description:
Customer reports ceiling mount broken at the injector head port.